Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via official documentation that the insulin pump inappropriately suspended due to a sensor glucose between 60 mg/dl and 70 mg/dl and a blood glucose of 121 mg/dl. Transfer to the 24-hour product helpline was declined. The sensor was not returned or replaced.